Event description:
Pt's mitral valve was replaced with a 25 mm porcine tissue valve. Initial post-pump tee showed significant jet of regurgitation near ring. Pt was placed back on bypass. Reopened left atrium, removed porcine valve and implanted a #27 st jude valve.